Event description:
It was reported that the patient was washing in the sink and the phone rang. She was going to get the phone one of the wires hooked on the door and she felt one of the wires pull out. She was unable to reach her hcp (healthcare provider) or representative. The patient reported she goes in tomorrow. During the trial she was still having about one episode of incontinence a day. Prior to the trial some days she wouldn't have any episodes and other day she would have 5-7. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3625, serial# unknown, implanted: (B)(6) 2015, product type: screening device. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).